Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The event of ipg explant was reported to abbott. An assessment for longevity could not be completed due to lack of serial number/implant date. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.